Manufacturer narrative:
Product ID 3889-28, lot# v995598, serial# implanted: (B)(6) 2012, explanted: product type lead product ID 3037, lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient felt stimulation in the wrong location, an overstimulation sensation, and a loss of therapeutic effect following implant. The stimulation worked the day of implant, but the following morning the stimulation felt too strong. Stimulation was also felt down the left leg to the foot. Stimulation was decreased to 2 volts but the stimulation in the leg was still uncomfortable. The patient was at 6 volts to start with. The patient didn't recall stimulation sensation post-op due to being in recovery from anesthesia. It was also reported the patient experienced nausea and headache. Troubleshooting was performed. After adjusting settings and decreasing stimulation, the headache and nausea subsided. Additional information received reported that the patient was still having concerns regarding her device or therapy but was working with her physician or manufacturing representative. She had an appointment (B)(6) 2012.